Event description:
Pt called lfs alleging that their meter would not power on. Pt reported feeling sick at the time of the concern. Pt performed a blood glucose test using another meter and obtained a "361 mg/dl". Pt reported taking medication following the attempted use of the meter (medication/dosage unknown). No medical care was sought from a health care professional. Pt obtained a high reading associated with symptoms. Pt used their back up meter and obtained a reading and was able to treat accordingly. No adverse event or serious injury was caused by the meter. The customer service rep walked pt through checking that the batteries were good and that they were correctly installed (plus and minus signs are aligned correctly). The meter was replaced due to an unresolved issue.